Manufacturer narrative:
B3: unknown; no information has been provided to date. The device is available for evaluation; however, has not been received.

Event description:
A reported incident involving a plum 360 infuser pump failed distal pressure tests and was alarming at 2 psi at the 6 psi settings and at 6 psi at the 10 psi settings that was a difference of + or - 4 psi which is out of spec (+ or - 3psi). There were no reported patient involvement and harm.